Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), however the black colored fragment foreign object was sent to omsc. This foreign object was identified a kind of silicon by analysis. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon cannot be conclusively determined. However there was the possibility that the reported phenomenon was attributed to the attachment parts irregularity of the subject device, which attachment parts were such as the buttons, the injection tube, and the water container. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the black colored fragment foreign object came out from the subject device after reprocessing with a non-olympus automated endoscope reprocessor, kagaminaishi of koken ltd. It was not provided the other detailed information. There was no patient injury associated with this report.